Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event: unknown. Although requested, additional information has not been received by manufacturer as of the submission date of this report. This report is for one unknown radial stem implant. Part and lot numbers were not provided by reporter. Other number¿UDI: part number unknown, UDI is unavailable. Implant date, explant date: unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device manufacture date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the unknown radial stem implant had loosened postoperatively. There was no allegation of complaint regarding the associated radial head implant. This report is for one unknown radial stem implant. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Based on the reported information, this complaint even is considered a product problem/malfunction only at this time. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.